Event description:
It was reported that a spectrum pump failed downstream occlusion sensor test. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: d3. Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During evaluation, the reported problem of failed downstream occlusion sensor test was not reproduced. The device was tested for downstream occlusion detection and passed. A review of the event history log (ehl) revealed multiple events of "downstream occlusion!" Alar, however downstream testing results or failures cannot be determined through the log. A review of the service history record identified that the device has been serviced within the last 12 months for a different issue. There is no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified through causality as the downstream sensor was found out of calibration. The force sensor requires calibration to address this issue. Should additional relevant information become available, a supplemental report will be submitted.